Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 600+ mg/dl. Troubleshooting was performed. The customer stated that the cannula appeared bent. The customer noticed that they removed their infusion set due to high readings. The product was not returned for analysis.

Manufacturer narrative:
Additional: additional information has been reviewed after the initial report was submitted. Please see additional information.